Event description:
A facility reported that, during the attempt to use the codman perforator (ID (B)(6) for trepanation, the metal part detached from the blue part. The craniotomy was then continued using a chisel and hammer, and the event led to 30 minutes surgical delay. No patient injury reported. The drill used was a skill brand electric drill. The perforator clicked in place with the drill.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The codman perforator (ID 261221) was not returned for evaluation but a photo was provided which confirms the reported issue. The complaint could be verified through failure analysis. Device history record (DHR) - the batch record was reviewed for any anomalies or nonconformities related to the finished device and none were identified. Root cause analysis - the potential root cause includes, weld parameters set incorrectly. A corrective and preventative action (CAPA) was initiated to investigate perforator disassembly trend from field complaints.

Event description:
N/a.